Event description:
During baxter's eval, a spectrum pump had a delayed keypad response. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The delayed keypad response was confirmed and reproduced during the device investigation. This condition was determined to have been caused by a failed component on the processor printed circuit board (pcb). The procedure pcb was replaced.